Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the doctor used the stapler and reload, which could not be opened normally and could not play the role of cutting and suture. It prolonged the treatment time of the patient. The operator immediately stopped using it, contacted the supplier, and replaced the cutting stapler and disposable reload to continue the treatment.